Manufacturer narrative:
This medwatch has been submitted as a request from the FDA for a missing initial 3500a report sent originally on 2/16/2016. Date sent to the FDA: 12/11/2020. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This medwatch report is in response to receipt of maude event report mw5058792.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. The patient experienced chronic pain. As per patient, she was treated with injections, chiro, rolfing, pt, acupuncture and nothing worked. The patient experienced piercing pain and underwent rectal prolapse correction. It was also reported by the patient that she left the hospital with infection which the surgeon did not test. The patient also experienced motility issues, severe abdominal cramping and unable to function on a regular basis. The patient¿s right leg has started to cause her problems. As the patient stated, she was treated for chronic pain with fentanyl patch plus up to eight percocet per day. On (B)(6) 2014 the patient requested safe withdrawal of opiates and succeeded for almost five months until she pulled something and more pain came of it. She started on tramadol. Currently, the patient¿s weight is (B)(6) lb. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/28/2016. Corrected information: a2, a4. Additional information: b7, d6. Additional h-6 patient codes: 3191- leg mobility loss. Additional information was obtained: the patient had prolene mesh implanted, end to side, to repair the rectum, after 22 inches of her colon was resected, during a sigmoid colon resection on (B)(6) 2012 at (B)(6) hospital. After the patient was discharged, she developed an infection and a bulge was noticed in her abdominal region. On (B)(6) 2013, the patient went to (B)(6) in (B)(6), to have an incisional hernia after infection. After the procedure, the patient experienced cramps, abdominal pain, bowel pain, and loss of mobility in her right leg. The patient mentioned the tvto implantation but didn¿t elaborate on the procedure. The patient was 64 years old at the time of the procedure on (B)(6) 2012 and weighed 126 lbs. Since that time, she is currently 68 years old, weighs 146 lbs, and has always had a height of 5¿2¿. The patient mentioned she managed to find a surgeon that will be removing all four mesh implants and the procedure is scheduled for (B)(6) 2016.